Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2021-00052 referring to the same reporter. This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse. In 2010, also reported as 11 years prior to this report, after the treatment with radiesse, the patient experienced an occlusion. The outcome of the event was unknown.